Event description:
It was reported that the 9800 system locked up with a message that read "turn off and wait 5 seconds." No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the generator interface and fluoro function boards, backplane board, hard drive and ps1 power supply. Component replaced and adjustments completed. The system was tested and found to be working as intended. System was placed back into service.